Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reported that the PICC was leaking below the hub where the catheter is joined. The PICC was inserted on (B)(6) 2011 and was removed on (B)(6) 2011. The customer stated that the PICC was replaced with another single lumen PICC and the pt status is fine.

Manufacturer narrative:
Submit date: 05/12/2011. An investigation is currently underway. Upon completion, the results will be forwarded.